Event description:
It was reported that the lead exhibited noise. Lead damage was suspected. Lead remains implanted and patient is monitored remotely. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.